Manufacturer narrative:
Company rep evaluated the system and droppit was confirmed. Issue occurs during autosynch with the facility's servers. System was reconfigured and communications were reestablished.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.